Manufacturer narrative:
Additional information: d10, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s serious adverse event of gabapentin toxicity (characterized by nausea, dizziness, and vertigo), which warranted hospitalization on (B)(6) 2020. Per the peritoneal dialysis registered nurse (pdrn), the patient¿s non-compliance (only performing 4 of 8 manual pd treatments over 48 hours) was the predominant factor which caused the gabapentin toxicity. However, had the device failures never occurred, there would have been no requirement for manual therapy. It is important to recognize a patient¿s adherence to a prescribed treatment regime is paramount in achieving proper efficacy. While there is currently no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events, the liberty select cycler cannot be excluded from having a contributory role. Given the reported device malfunctions created the need for manual therapy, there is insufficient evidence to disassociate the liberty select cycler from the events.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2018, reported that they were taken to the emergency room (ER) on (B)(6) 2020 for nausea and dizziness. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2020 due to gabapentin toxicity (characterized by nausea, dizziness, vertigo) from being under dialyzed. The pdrn stated on (B)(6) 2020 the patient encountered a cannot teach pumps during setup phase warning, which prevented them from performing ccpd therapy. The patient was instructed to perform four manual exchanges, however the patient reportedly only completed two. A replacement liberty select cycler was issued to the patient and arrived on (B)(6) 2020. Per the pdrn, the patient experienced an out-of-box failure during setup of their treatment. The patient encountered a balloon valve leak alarm, which prevented them from performing continuous cyclic peritoneal dialysis (ccpd) therapy. The patient was instructed to perform four manual exchanges, however the patient again only completed two. On (B)(6) 2020, the patient complained of nausea, dizziness, and vertigo (timeline not provided) and was transported via emergency medical services to the hospital. The patient received a temporary hemodialysis (hd) catheter (not a fresenius product) and received three hd treatments while hospitalized to address the elevated gabapentin level. Hd was successful in stabilizing the patient and alleviating their symptoms. The patient was discharged home on (B)(6) 2020 and began utilizing the replacement liberty select cycler without issue. The pdrn stated the patient¿s non-compliance is what drove their hospitalization, however had the liberty select cycler devices never failed, the patient would not have been in the situation to begin with.